Event description:
It was reported that difficulty was encountered during a treatment procedure to place a greenfield vena cava filter. The physician inserted the sheath through a right femoral vascular access site, and advanced an amplatz guide wire. When advancing the sheath and dilator set, the dilator came apart from the sheath, and they had been held together manually to advance properly. When the sheath was removed, difficulty was encountered advancing the filter over the wire. The filter began coming out of the carrier capsule. It was possible to push the filter back into the carrier capsule, and advance the device to the deployment location. The delivery sheath would not lock with the delivery capsule, so was handled manually during deployment. The filter was deployed successfully in the target location. No pt injuries or complications were reported.